Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion. The 2.50 mm x 15 mm trek rx balloon dilatation catheter (bdc) crossed the lesion; however, during inflation a shaft leak was observed. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed; however the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. There was no damage noted to the balloon catheter prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the device interacted with the mildly tortuosity, moderately calcification and 100% stenosed lesion during advancement, such that resistance was encountered. Further manipulation during advancement against resistance likely contributed to the shaft and the strain relief tubing kinking and leaking. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: the procedure was to treat a 100% stenosed lesion in the proximal left anterior descending (lad) artery with moderately calcification. Some resistance was felt during advancement of the 2.50 mm x 15 mm trek rx balloon dilatation catheter (bdc) to the lesion, although it did successfully cross. The device was replaced with a non-abbott balloon catheter to continue the procedure. No additional information was provided.